Manufacturer narrative:
(B)(4). Date sent 9/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 8/26/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the device consistently failed to properly hold the clip in place each time it was fired. The issue occurred multiple times throughout the procedure and has been a recurring problem over the past year. No patient harm has been reported related.

Manufacturer narrative:
(B)(4). Date sent 9/3/2025. Additional information was requested, and the following was obtained: 1. Did device drop or eject clips? No the clips either twisted on themselves or would not hold 2. Did the clip not hold on the vessel or tissue once placed? It was on the staple line of a gastric sleeve procedure as he always does the clips did not hold. 3. How was the issue addressed? He used 2 clip appliers after failure of 2nd one he used vista seal which he always uses anyway. 4. Please confirm device malfunction lot# see above 5. Regarding "has been a recurring problem over the past year", provide the specific number of patient events: this something I am learning from past rep, surgeon and pa. As well as staff in room. This has been an occurring issue with the clip applier. I don¿t have number of clip applier sent back. 6. Did the event occur during one or multiple patient procedures? It has continually happened under my witnessing it. Just not this bad. This was every clip ¿ typically its about 5 clips that twist and do not hold. I assumed I was because the staple line and metal on metal causing the clip to twist. 7. What is the total number of procedures? Unknown 8. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). I do not have reference numbers as this happened under another rep. I would assume there is record of dr. (Please refer to the attached email). I had one earlier in summer but I was deemed the clip applier did not work. ¿ no clips ejected. (B)(4). 9. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). I wish I had them please note I did some research before his next case and asked him to try the 10mm ¿ he did, and it worked great. He has used the 10mm ever since with no issues. Visibly the tips on the 10mm and 12mm look different. The dr states the 12mm appears to be plastic versus metal for the 10mm.